Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the corrosion found on the device at the bending tube and control body were caused by leaks resulting from stress. The forceps elevator malfunction was also likely the result of stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a rusted bending tube, rust and crystallization in the control body. Additionally, the forceps (f) lever was stuck and unable to lock when hitting an angle. There was no patient involvement.